Event description:
The em3-60 cable adapter displayed burned outer insulation, indicating the wire may have broke and burned through the insulation. The cable sparked in the operating room. The location of the failure occured on the foot switching side of the cable. There was no indication of harm to patients or users.